Event description:
Needles weren't retracting, often remaining exposed outside of the protective casing, and had issues with advancing the plastic catheter. The needle would get stuck once nurse attempted to retract the safety and often time required nurse to start a new IV location.